Event description:
Caller reported a cgm error but there was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller through the process. Following the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.